Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain, increased metal ion levels, and tissue and bone destruction. No known revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, patient alleges pain, increased metal ion levels, and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the complaint report noted patient underwent a right hip revision procedure on (B)(6) 2014 and noted the removal of scar tissue and the capsule. The modular head and taper adapter were removed and replaced. Additional information received (B)(6) 2014 in patient operative (op) notes report right hip was revised (B)(6) 2014 due to metallosis. Op report notes the presence of 15 to 20 cc thick fluid with particulate matter, inflamed capsule, and necrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-01332 / 01334). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.